Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/02/2017 that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event. The sensor was inserted at the abdomen on (B)(6) 2017. Patient's daughter-in-law reported the patient was unresponsive. Patient's finger stick (fs) blood glucose (bg) level was 22 mg/dl, and the cgm reading was 66 mg/dl. Patient's daughter-in-law call emergency medical services. (Ems) the ems treated patient with a glucose IV at the house. Patient did not go to hospital. At time of contact, patient is okay. No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.